Event description:
During an in-clinic follow-up, low sensing and a loss of capture were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed the rv lead was dislodged. A revision procedure was performed in which the rv lead was attempted to be repositioned, however, the helix could no longer be extended. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.